Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a spinal fusion (decompression) for treating spinal canal stenosis on (B)(6) 2022. The screw in question was deployed at c3 right, and the procedure was completed without surgical delay. On an unknown date it was found that the screw in question had backed out. The patient is scheduled to undergo a revision procedure on (B)(6) 2022. No further information is available. This report is for one (1) 4.0 ply scrw 4.5x10. This is report 1 of 1 for complaint (B)(4).